Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was 124 mg/dl. She said that she was on vacation and went swimming with her pump for about fifteen to twenty minutes. She tried taking the battery out, holding the back button and the circle and then putting the battery back but it did not work. The customer reported that the display screen showed a red x with an open book icon. She was advised that the insulin pump would need to be replaced, to discontinue use of the insulin pump and to revert to a back-up plan. The pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with minor scratched display window and case.